Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, the membrane has moderate amount of blood inside. The pressure tubing was returned taped to the y-fitting. There were two kinks observed on the iab catheter at approximately 73.2 cm and 73.7 cm from the iab tip. The inner lumen was found to be occluded with blood and could not be cleared. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was detected on the membrane at approximately 0.76 cm from the rear seal and measuring approximately 0.038 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) therapy started on (B)(6) 2020. On (B)(6) 2020, the console generated a "gas loss in iab circuit" alarm and blood leakage was observed within the balloon. On (B)(6) 2020 the iab catheter was removed from the patient; however, after removal of this iab catheter, the patient blood pressure was decreased temporarily. Later on, the blood pressure became stable. There was no information available about how long it took for the patient blood pressure to be stable or whether to treat the decreased blood pressure with vasopressor agent. The iabp therapy ended without using a second iab catheter.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) therapy started on (B)(6) 2020. On (B)(6) 2020, the console generated a "gas loss in iab circuit" alarm and blood leakage was observed within the balloon. On (B)(6) 2020 the iab catheter was removed from the patient; however, after removal of this iab catheter, the patient blood pressure was decreased temporarily. Later on, the blood pressure became stable. There was no information available about how long it took for the patient blood pressure to be stable or whether to treat the decreased blood pressure with vasopressor agent. The iabp therapy ended without using a second iab catheter.